Event description:
It was reported patient underwent a total hip arthroplasty in 2000. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The modular head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent both left and right initial hip arthroplasties approximately twenty years ago. Subsequently, a left hip revision procedure was performed on (B)(6) 2014 due to acetabular liner wear. The modular head and liner were removed and replaced. Patient was revised on the right side on (B)(6) 2015 due to instability. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 2000; PMA/510(k) number / manufacture date ¿ unknown.